Manufacturer narrative:
Exemption e2015054. (B)(4). Two complaints were received during this report period. Of these, 1 was not returned for evaluation. One has investigation which is currently pending. All 2 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 2 malfunction events which are associated with undesired physical appearance of device material, specifically when material extends beyond or above the device surface. These reports were received from various sources. Patient information was not confirmed for any events.